Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was reportedly conscious and walking during the event. The pt pressed the response buttons after the treatment was delivered. The pt visited the emergency room and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained at the long term acute care facility. There is no info to suggest that the pt sustained a serious injury. The pt continued use of the lifevest. Explanation of (other): device evaluation was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 03/2014. Electrode belt (B)(4): 01/2014.additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4).